Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. No vibration anomaly during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading is 326 mg/dl.